Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced infections almost immediately. The patient then reported severe, sharp pubic and right groin pain and in 05/97 the physician removed the suture over the symphysis pubis. In 10/97, the physician revised the protegen sling and removed the left bone anchor. In 1997, the sling was removed due to vaginal erosion, vaginal infections, vaginal pain, vaginal discharge and odor. The erosion caused dyspareunia. After the explant, the patient reported they incontinence increased and they had to undergo a burch procedure. The patient reported they now have damage to their vaginal tissue and severe right groin pain which has been diagnosed as osteitis of the symphysis pubis. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.